Manufacturer narrative:
(D10) concomitant devices: 300-30-12 - equinoxe preserve stem 12mm: 6736046. 320-40-03 - eq 145-deg pe 40mm hum liner +2.5: 5910549. 320-10-00 - eq reverse tray adapter plate tray +0: 6867675. 320-32-40 - exp glenosphere, 40mm, for small reverse: 6579656. 320-35-08 - sm sup/post aug glenoid plate, right: 6718099. 320-15-05 - eq rev locking screw: 6867822. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 year(s), 4 month(s) and 20 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Subject noted pain when reaching. X-ray showed poly disassociation. The patient underwent standard reverse with preserve stem revision, in which the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw were removed. The outcome is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.